Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported being hospitalized due to low blood glucose levels. Customer stated that the hospitalization took place about five months prior to the call. Customer reported being accidentally connected during priming, and delivering 60 units of insulin. Blood glucose level was 23 mg/dl at the time of admission. Customer reported being in the intensive care unit for two days. Blood glucose level at the time of the call was not provided. No further information was provided.